Event description:
After 1 month, impedance > 3000 ohm and pacing threshold increased. Intermittent loss of capture also reported. Device was removed from service. No patient complications have been reported as a result of this event.